Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the saphenous vein graft to obtuse marginal artery. A 3.50 x 12 mm xience sierra stent delivery system (sds) was advanced but failed to cross the lesion due to the patient anatomy. Due to a loss of guide wire positioning; the unspecified guide wire, a non-abbott guide catheter and the 3.50 x12 mm sds were removed from the anatomy as a single unit without resistance. On removal of the sds, the stent was noted to have dislodged from the balloon and was located at the tip of the guide catheter. The procedure was successfully completed with an additional guide wire, guide catheter and the deployment of an unspecified sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual inspection was performed and the stent dislodgment was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the instructions for use (IFU) states: the xience sierra stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience sierra stent system is indicated for treating de novo chronic total coronary occlusions. In this case, the violation of the IFU does not appear to have contributed to the reported difficulties. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. It was reported that the stent delivery system failed to advance due to the patient anatomy. Further interaction with the challenging anatomy contributed to the stent dislodgement and the noted bends on the entire length of the hypotube. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.